Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial#: (B)(6), product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine and ketamine. The indications for use was non-malignant pain. It was reported that the patient stated that they had the handset replaced due to reported service code 338, service code 518, and service code 324. The patient stated they were not sure if the code was 324 or 327, then the patient confirmed it was 327; the manufacturer's patient services specialist (pss) reviewed the code with the patient. The patient was not sure which one was from which handset. Pss reviewed codes. The patient stated that they were calling today because when they tried to bolus, they were getting stuck at 90% for a long time. The patient stated that they were able to bolus. Pss reviewed service code 518 and redirected the patient to their healthcare provider (hcp). The patient stated that they saw service code 518 on their handset twice, on (B)(6) 2024. The patient stated that they were able to restart the handset and was able to bolus. The patient stated that they were in their hcp's office last week and switched medication. Pss redirected the patient to their healthcare provider (hcp). The patient would follow up with their healthcare provider to further address the issue. Additional information was received from the patient who reported that they were still having issues with the handset specifically code 156 (application restarting due to system error) and telemetry/communication lag. The patient stated that it took a really long time to connect to the app and then a really long time to deliver the bolus. The patient stated that they could not go to the doctor because they were far away, and they charged them $200 minimum for every visit. They had called their doctor who redirected them. The patient stated, ¿this is clearly an issue with the handset so we should be the one to resolve it.¿ the agent reviewed best practice was to always close the app and power the handset off completely between uses. The patient stated that they already do that. The agent walked the patient through powering off/on the handset and resetting the communicator and then the patient attempted to connect to the myptm app. The agent timed the attempt and when it hit 20 minutes offered to send a replacement handset. The patient mentioned that their pump was in their back, so it was hard to reach and hold it there for that long. The patient stated that last night they couldn't connect at all, so they didn't get a bolus. A replacement handset was requested from the repair department because after waiting 20 minutes the app wouldn't connect; it was stuck on connecting. No patient injury reported.